Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 4076-52 lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had moved inside the patient's atrium. The ra lead was partially removed, capped, and replaced with a new lead. No patient complications have been reported as a result of this event.